Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 69-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the medical staff could not drop the impella 5.5 into the ascending aorta over the 0.018 guidewire. The medical staff attempted multiple times unsuccessfully before removing both the catheter and the wire. Upon removal, the medical staff noticed a kink on the cannula, near the outlet. The medical staff then successfully placed another 5.5. No patient harm has been reported.

Manufacturer narrative:
The investigation for product damage (cannula kink) has been completed. The impella device was not returned for evaluation. The cause of the delivery issue was vascular patient anatomy resulting in a kinked cannula.